Event description:
It was reported that the customer had a motor error alarm during prime on the insulin pump. The customer's blood glucose level was 251 mg/dl. The troubleshooting was performed. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to back up plan per healthcare provider instructions.

Manufacturer narrative:
Findings; pump passed the rewind, basic occlusion, prime/a33 and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm e70 alarm due to erased history file. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip.